Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced a dexcom g7 continuous glucose monitor pairing failure after starting the device, and the agent guided the user through bluetooth toggling, device restart, and re-entry to reinitiate pairing, with pairing expected within the advised timeframe. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on pairing steps and expected reconnection timing. Investigation of this case revealed a communication disruption between the ilet and the cgm sensor-transmitter that was resolved through standard reconnection procedures, consistent with a transient connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption attributable to routine bluetooth connectivity behavior, resolved with standard troubleshooting.